Event description:
Cath inserted jan 29th. Oncology nurses unable to withdraw blood from cath; cath fractured. Jan 27th: distal portion of cath removed in x-ray 4/15/97, proximal portion of cath removed in or with replacement of the cath.